Event description:
It was reported by a neurosurgeon that a vns patient had a generator and lead replacement due to lead break, dcdc=7. Further attempts with the neurosurgeon revealed that high impedance was noted on (B)(6) 2011 and the last good diagnostics were on (B)(6) 2010. Patient suffers from atonic seizures and falls extensively. The lead break was likely due to patient falling as it was also confirmed in the x-ray report. The x-ray images were not sent to manufacturer but the report noted an obvious trauma to left chest. It also reported an acute angulation above the right clavicle. Good faith attempts to retrieve the products back for analyses have been unsuccessful to date.